Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "there was failure of the tubes of the yellow cap tubes, we remain attentive to the exchange or return process, since continue with the event that affects the operation."

Manufacturer narrative:
H.6. Investigation summary the customer did not provide bd with the product lot number information, when requested. After 3- follow-up attempts to obtain additional information, bd has closed this customer complaint. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "there was failure of the tubes of the yellow cap tubes, we remain attentive to the exchange or return process, since continue with the event that affects the operation."